Event description:
On (B)(6) 2010, pt stated her up/down, menu, and check key buttons do not work. Pt stated they all stopped working today. Pt reported when she pushes the menu and check key, nothing scrolls or progresses. Pt stated about a month ago the up button rubber came all the way off and the rubber on the down button came off today. Pt reported she can see if the gold plating and silver round piece and they both came off today. Pt stated neither of the buttons responds to the push now. Pt reported the up button would still respond for awhile to the push with the rubber missing. Pt stated the rubber is coming off from around the batter cover off and the battery cover and the infusion adapter are worn and the grooves are stripped. Pt reported she has been using the same battery cover and infusion adapter since she received the infusion device. Advised the battery cover should be changed with every 4th battery change and the infusion adapter with every 10th insulin cartridge change. Pt will go on the injections until she receives the replacement infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.